Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient lead had migrated and underwent a lead replacement procedure. The patient was fully recovered postoperatively, and the explanted lead was discarded.